Event description:
It was reported during an open reduction internal fixation (orif) procedure of a left glenoid fracture on (B)(6), 2014 the tip of the screwdriver broke off while placing a screw; generating fragments, of which 2-3 were removed. Intraoperative x-rays were performed to visualize fragments. One fragment was retained in the body cavity despite irrigation and trying to retrieve it. Another device was readily available and the procedure was completed successfully with no surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional identifier: (B)(6). Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. (B)(4). This nonconformance is relevant to the complaint condition because the issue is on relevant features on the tip of the screwdriver. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the condition of the returned device confirms the complaint, as the distal tip is broken off, there are no flanges remaining on the screwdriver. Given the age of this device, it is likely that normal wear overtime coupled with off axis, or excessive force contributed to this complaint condition. Intra-operative x-rays to look for fragments. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.